Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. Should additional information become available, and/or the device(s) be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the pt had a fall on (B)(6) 2013. The same day, the pt underwent surgery and was implanted with a znn cmn nail 10 mm x 34 cm 130 l with cerclage. The pt was discharged from the hospital on (B)(6) 2013, and was sent to a nursing home. The pt is in a wheelchair and is only able to walk a few steps with the help of a mobile walking frame. On (B)(6) 2013, the pt experienced pain. Due to progression of pain without trauma, the pt was re-hospitalized on (B)(6) 2013, and a plan of revision surgery has been discussed. The date of the planned surgery has not been reported.